Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 164 mg/dl vs. 119 lab. Tests were done within 10 mins with a difference of 38%. Pt did not experience any adverse events. No further info has been reported.